Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force on the cable. It was reported that the paramedics damaged the cable when removing it from the patient. This occurred after the patient experienced the asystole event. The patient was unable to be revived by the paramedics. There is no indication or allegation that the device malfunction contributed to the patient's passing.

Event description:
Electrode belt sn (B)(4) was returned to zoll during the investigation of a patient death. A reportable device malfunction was discovered during this investigation. A us distributor notified zoll that a patient passed away on (B)(6) 2015. The patient was reportedly wearing the lifevest at the time of death. The lifevest detected asystole with CPR artifact. The electrode belt was then disconnected and the device was shut off. While monitoring the patient's rhythm no ventricular fibrillation (vf) or ventricular tachycardia (vt) was detected. There is no indication or allegation to suggest that the lifevest caused or contributed to the patient's death.